Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: micra; model #: mc1vr01us / expiration date: 2020.07.28, 28-jul-2020/serial#: (B)(4), UDI #: (B)(4). Device available for evaluation?: no. Mfg date: 05-mar-2019. Labeled for single use? Yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shortness of breath and tricuspid regurgitation. The leadless implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the leadless implantable pulse generator (ipg) lower rate was increased.